Event description:
The customer called for help with her meter. While troubleshooting, the customer performed normal control tests and received a result of 162 mg/dl. The normal control range is 87-121 mg/dl. The customer also stated that she had testedher blood glucose before going to bed one evening, and had a reading of 92 mg/dl. The next morning, she fell down and was taken to the hospital. The hospital tested for glucose at 14 mg/dl. She was treated and released that day. The meter and strips are to be returned for evaluation, and replacement products will be sent.